Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A download of the receiver log was performed and passed. A review of the share logs was performed and an error 524 was found within the investigation window. Receiver functional testing was performed and passed testing the probable cause could not be determined. No injury or medical intervention was reported.